Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?

Event description:
There was a bad formation of the staples in the third shot. Procedure: sleeve gastrectomy, patient consequence: unknown.

Manufacturer narrative:
(B)(4). Additional information received: were there any patient consequences? No consequences patient.